Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. No damage/missing display window cover and cracked display window noted during visual inspection. However, the pump was received with a minor scratched lcd window. Pump was received with a blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. Pump was cut open to perform visual inspection and found a cracked and bleeding lcd glass (pcba 1). A cracked u6 component on the pcba 2 was also noted. No evidence of moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.07 mv). A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a missing segments/partial display noted. Blank display was confirmed due to a cracked u6 component on the pcba 2. A missing segments/partial display was confirmed due to a cracked and bleeding lcd glass (pcba 1). The pump was received without a battery. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a slightly broken battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Cosmetic damage (crack) at the screen/display and screen/display window cover were not confirmed, however, other cosmetic damage (minor scratched lcd window) was noted during analysis. Unable to verify customer alleged for high bgs. Unable to perform the required testing, upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed due to a cracked u6 component on the pcba 2. A missing segments/partial display was confirmed due to a cracked and bleeding lcd glass (pcba 1). Battery cap contacts missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported the display window of the insulin pump, front casing and the display window cover were damaged. The customer was treated in hospital. The event involved product(s) mmt-1884, mmt-332a and mmt-397a. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump as the pump did not turn on anymore. The customer was instructed to revert to a backup plan per healthcare professional instructions. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event and the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.